Event description:
The endotine would not secure into the holes drilled with the drill that came with the endotine. We attempted three (3) different holes until opening another endotine, using it's enclosed drill and it secured perfectly.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.